Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the boots displayed evidence of heat related damage consistent with activation of the device while the jaws are in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device passed the pre-cautery test; it produced steam and heat during several activations and shut off when the toggle was released. The device also passed the engineering (B)(4) cycle life test. The handle on the device was open to verify connections; we did not identify any non-conformities. Based upon the eval results, the reported complaint could not be confirmed. A lot history review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the power remained on the vaso view hemorpo when the trigger was no longer being depressed and smoke was observed in the tunnel. The device was pulled out of the leg. A replacement device was used to complete the procedure. The hosp did not report any pt effects.